Event description:
Please ref importer report # (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cementless shell 58 - ref (B)(4)/ lot 111806 (B)(4) all parameters have been found to be in accordance with the specs valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specs valid at the time of production. (B)(4). Versafitcup cc hc pe liner - ref (B)(4)/ lot 104598 (B)(4) all parameters have been found to be in accordance with the specs valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specs valid at the time of production. (B)(4). Quadra h cementless femoral stem size 4 lat (k082792) - ref (B)(4)/ lot 100018 (B)(4) all parameters have been found to be in accordance with the specs valid at the time of mfg. The washing cycle and the sterilization cycle have been performed according to specs valid at the time of production. (B)(4). From the data collected, a device involvement in the infection is highly unlikely.